Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultralink meter was displaying inaccurate results compared to the same meter. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported she was unaware of the when the alleged issue first occurred. The patient reported obtaining readings of ¿20, 229 and 239mg/dl¿. Based on statistical methodology the calculated difference of the results exceeds the expected value of <20mg/dl or 20% when obtained within 20 minutes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported at an unknown date and time she developed symptoms of ¿headache and sleepy.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported in response to the alleged issue she received some unknown advice from a healthcare professional on an unknown date and time. The patient reported no other device was used to measure her blood glucose. The patient was found to be using an approved sample site at the time of testing and the meter was in the correct unit of measurement. The patient was found to be using the correct testing steps and the test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury or treatment from a healthcare professional. However this complaint is being reported because the calculated difference between the readings meets lfs¿ criteria for accuracy reporting.